Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, upon slitting the catheter the proximal end of the sheath broke and had to be manually removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.